Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that about two weeks ago had a cystogram and was having a lot of pain in the bladder area and had bladder spasms. Patient said that they turned the stimulation down and as of saturday had no pain. Patient went to turn the stimulation back up on sunday and noticed that the communicator is not powering on. Patient confirmed that communicator has not been dropped, wet, or been in an environment with high temperatures. When asked, patient said last used communicator about a week ago. Reviewed how to power on communicator. After pressing the power button, patient was unable to power communicator on however when plugged in the green light turned on. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90q0, lot#/serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that no steps were taken to resolve the pain and bladder spasms after having a cystogram. The issue has been resolved.